Event description:
Unit was on a patient and with a peep setting of 4 dialed in. The scales showed a baseline peep of 20 being delivered after being on the patient over 4 hours. The patient was bagged and the ventiltor was attempted to be pre-use checked again. It failed the pressure transducer test. No injury occurred and another ventilator was placed on the patient.